Event description:
During an MRI of the head, neck & spine, the pt sustained reddened areas at 3 of the ECG electrode application sties. They also received a burn the size and shape of the MRI transducer box. The reddened areas at the ECG application sites became redder over the next 24 hours. No follow-up treatment was needed.